Event description:
It was reported that during intubation of a smiths medical trach tube, it was found the balloon could not be used. Another tube was opened and used. No adverse patient effects were reported.